Event description:
Reportable based on analysis completed on 20jan2015. It was reported that crossing difficulties were encountered. The patient presented with myocardial infarction. Vascular access was obtained via right femoral artery. The 90% stenosed, 23 x 2.75mm, de novo, concentric with a <=45 degree bend target lesion was located in the moderately calcified and moderately tortuous distal ostial right coronary artery (rca). After pre-dilatation was performed with a 2.0 x 10mm non-bsc balloon catheter, a 28 x 3.00mm taxus¿ liberté¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was completed with another of same device and the patient's status was stable. However, returned device analysis revealed distal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). The stent delivery system was returned for analysis. A visual and tactile examination of the device found that the stent was damaged at the distal end; a strut was lifted upwards from its profile. No other issues were noted with the crimped stent. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).